Manufacturer narrative:
On the basis of the received information it is possible that the patient had a vascular occlusion, however, and despite our efforts to collect complementary information from the initial reporter, we did not receive any further details. Nonetheless, to date, no information relating the concerned device was provided by the initial reporter, we therefore could not perform usual quality controls on the relating batch number. Should complementary information be received in the future, allowing to perform additional controls, we will send a follow up report.

Event description:
This event took place outside the u.s., in the (B)(6). According to the received information, 3 days after the injection of the product into the lips border and the body, the patient presented with an adverse reaction.